Event description:
It was reported that the patient had a stimulator removed due to infection in (B)(6) 2012. It was noted that the patient's leads were still intact. The patient was told he'd be implanted with a new stimulator after ninety days, when his infection healed. Another report, on the same day, stated that in (B)(6) 2012, the stimulator pushed out of the patient's back and was removed due to infection. It was also stated that the patient was not able to get in contact with his physician. No further information was available at the time of this report. A follow-up report will be made if additional information becomes a vailable.

Manufacturer narrative:
Product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2010, product type lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).